Manufacturer narrative:
The customer reported that they could not deliver a shock to the patient as expected. A second defibrillator was used which is reported separately in MFR report # 1218950-2010-0406 (B) (4). They reported that the relationship of device behavior to patient outcome was unclear. Philips representatives reviewed the sequence of events with the customer. A use issue involving the use of a non-qcpr cable with a qcpr enabled device was identified. The users did not realize that the cable they were using was not the cable for which the device was configured. This defibrillator is configured to be used with a qcpr cable. When a qcpr cable is not used, this message appears at 150j setting only. This message does not prevent the delivery of therapy. The 'pads off' message that was seen on the screen did not indicate a malfunction of the device. The device was fully capable of delivering therapy and pacing.

Event description:
The customer reported that they could not deliver a shock to the patient as expected. A second defibrillator was used which is reported separately in MFR report # 1218950-2010-0406 (B) (4). They reported that the relationship of the device behavior to patient's outcome was unclear.